Event description:
Guide wire inserted to guide catheter during heart catheterization procedure. When wire removed from patient the wire was intact but unraveled at the tip. FDA safety report ID# (B)(4).